Event description:
It was reported that the user awoke with symptoms consistent with low blood glucose when the ilet showed 77 mg/dl, treated with oral carbohydrates (two reese¿s eggs) and a zero-sugar beverage, and was advised to confirm glucose with a fingerstick before treating. Symptoms included perceived hypoglycemia manifestations while glucose was in the low-normal range. Outcomes included self-treatment at home without alarms, alerts, or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia recognition and confirmation of blood glucose with a fingerstick. Investigation of this case revealed no device alarms or malfunctions and no identified component issue, with the event characterized as hypoglycemia symptoms with unclear cause, possibly influenced by prior higher glycemic targets. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.